Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 03.037.032, synthes lot number: l729849, manufacturing site: haegendorf, release to warehouse date: april 12, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: upon visual inspection of the complaint device it can be seen that the thread at the tip end got deformed/damaged on two (2) positions, this thus confirming the complaint description, since those deformation/damage certainly has an impact on the function. Otherwise, the instrument is in a good condition with just a few signs of use. Functional test: the relevant features are deformed in a manner which prevents accurate functional test. Furthermore, the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no functional test is needed. Dimensional inspection: the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Furthermore, the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Document/specification review: drawings and revisions are in accordance to DHR of production lot l729849. All relevant features are defined on the used drawing revisions of DHR of production lot l729849. Summary: the review of the production history revealed that this item was manufactured in april 2018 according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error (incorrect application) or/and that a cleaning and sterilization error may have taken place. To prevent such problems, it is necessary worn, incomplete or damaged instruments to replace. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent surgery for removal of left hip nail. The surgeon attempted to remove the in situ proximal femoral nailing system (tfna) using the recommended extraction instruments (per the surgical technique). He first removed the distal screw and loosened the set screw without issue. He then inserted the t-handle extractor into the lateral end of the lag screw. He initially left this in place before attempting to connect the extraction instrument to the proximal end of the nail. He then tried using the dedicated tfna extraction screw (over a 3.2mm guide wire) to engage the proximal end of the nail. However, he did not have success with this instrument and after 5-10 minutes he decided to try alternate options. He then tried using the smith and nephew conical extractors without success. The surgeon then extended his excision. He then removed the lag screw and placed a guidewire in its place. In re-addressing the top of the nail, he again tried using tfna extraction screw but was unsuccessful. He then tried the smith and nephew conical extractor and achieved purchase in the proximal end of the nail. He removed it successfully from there. There was a surgical delay of twenty (20) minutes. Concomitant device reported: extraction instrument for tfna helical blade and screw (part # 03.037.030, lot # unknown, quantity 1), unknown screws (part # unknown, lot # unknown, quantity unknown), unknown lag screw (part # unknown, lot # unknown, quantity unknown), unknown guidewire (part # unknown, lot # unknown, quantity unknown). This complaint involves three (3) devices. This report is for one (1) nail extractor. This is report 2 of 3 for (B)(4).